Event description:
It was reported that the patient had his artificial urinary sphincter (aus) removed in 2020 due to a previous erosion. A re-implant procedure was further performed to implant a new aus. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.